Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an ent procedure, after ablated twice, the super multivac wand's electrode loosened and fell off. Surgery was completed with a back-up device instead. It is unknown if there was any surgical delay. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the electrode screen is no longer attached to the wand. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities. The electrode tip has been eroded from the spacer tip, the electrode legs are still embedded in the spacer tip and bio debris is present. The product was out of the original packaging and no packaging was returned. A functional evaluation was performed on the returned device and found settings (1,7). Coagulation and plasma were generated as intended with the available electrode pieces. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include hitting the device tip against a hard surface, using the device as a lever to enlarge surgical site, or mechanical displacement of tissue through applied force. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.